Event description:
A g/k nail broke after implantation. No add'l info was provided in the initial report.

Manufacturer narrative:
Add'l info: the nail could not be evaluated for the reported breakage as the device was retained by the hosp.